Event description:
The customer reported that insulin squirted out during the prime process and not numbers were showing on the screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk.